Event description:
It was reported that a vns therapy patient had died due to an unknown reason. Follow up with the reporter revealed that the patient had passed away in the emergency room, though she did not know the cause. The patient's cause of death and the event's relationship to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.